Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot.

Event description:
Surgeon revised patient's right accolade I hip due to pseudo tumor and metallosis. Surgeon revised head and liner only - stem remained implanted and was well fixed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon revised patient's right accolade I hip due to pseudo tumor and metallosis. Surgeon revised head and liner only - stem remained implanted and was well fixed.